Event description:
Rptr inquiring to find out if pt's death has been reported. The pt had a medtronics pacemaker implant surgery in 2001. Pt had to have 8 pints of blood and open heart surgery to repair the hole in heart made by the lead wire. The dr is very rude and has refused to speak to rptr since before they took the pt off life support. They had to bury the pt 10 days later. The pt was in recovery for over an hr before the open heart surgery. What happened to the pt? Was the device supposed to be sent back to the MFR? Preoperative diagnosis: tachybrady syndrome. Postoperative diagnosis: same. Operative procedure: implantation of permanent transvenous medtronic kappa 700 dddr pacemaker. At the time of surgery the pt underwent implantation of a medtronic kappa 700 dddr pacemaker model kdr701. Atrial lead was model 4068-45. Atrial threshold info p-wave amplitude of 4.2 millivolts. Voltage to capture 0.5 volts to capture. Lead impedance of 560. Ventricular lead used was model 5068-52. Ventricular threshold measurements r-wave amplitude 8.8 millivolts. Lead impedance 440 ohms. Voltage to capture 1.8 volts.